Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient awoke with blood glucose (bg) of 500mg/dl with vomiting and ketones. Patient reports that motor sounded strained when moving starting last night. No alarms were emitted. He states that it even struggles when rewinding. No alarms have sounded and when he removed these 3 cartridges with tubing, he could easily push insulin out manually. While evaluating, patient reports the pump was struggling during rewind/load and prime. After tubing was primed, asked patient to bolus 2 units to see if insulin is expelled. Patient states that no insulin came out with air bolus. Patient states he injected insulin and moved to backup pump, feels much better and bg is down to around 150mg/dl. Customer support advised patient to stay on backup plan until a replacement pump arrives. This complaint is being reported as the patient experienced hyperglycemia subsequent to the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.